Event description:
It was reported that the patient was experiencing discomfort while she was moving. It was noted that the patient had not had the adaptive stimulation on when they had done the amplitude learning. It was adjusted down from the settings that it had been programmed to on the date prior to the date of this report, for program 1 it was at 7.4v and was adjusted to 5.6v. On program 2 it was at 9.0v and was turned down to 7.8v. Patient changed positions and then changed back to upright and the patient still had the settings she put in. The patient was programmed on the day prior to the date of this report and it was noted that it was going back to the programmers programming and the patient was able to adjust it manually for about a half hour and then it went back to adaptive stimulation settings. The patient was getting jolted pretty good. The patient was programmed on the day prior to the date of this report because stimulation was not hitting or covering certain areas. It had only been 8 weeks since implant and they had played with the program settings 3 times now. When the patient had the change she was in the b setting in upright position which was stronger. The setting for upright was one was at 9 and one was at 7 something. Patient had 2 programs on group b. Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).